Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Customer's high blood glucose level was 450 mg/dl and the low blood glucose level was 47 mg/dl. Customer's current blood glucose was 132 mg/dl. Customer treated low blood glucose with food. Customer did not stated any symptoms related high blood glucose and low blood glucose. Customer was using the insulin pump system within 48 hours of reported blood glucose event. The auto mode feature was active at the time of incident. Customer alleged that the insulin pump was over delivering the insulin. Customer stated that the insulin pump had low battery. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.